Event description:
A hospital in (B)(6) reported a patient was treated for a subtrochanteric left femur fracture on 12/20/11. The patient was allowed full weight bearing beginning 3/13/12. Patient complained of pain in the left femur on 6/18/12. On 7/4/12 a screw was noted as broken and dislocated and patient was diagnosed with non-union. The patient was returned to the o.r. On (B)(6) 2012 for femoral head replacement. This report is #7 of 7 for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates the device had no visible damage. There was no influence on the breakage of the screws. The manufacturing records were reviewed and no complaint related issues were found.